Event description:
It was reported that cartridge alarm 20 occurred and prevented normal insulin delivery, and issue did not occur during cartridge load process and had not been reported previously for this pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge using guided technique but alarm recurred, so customer transitioned to multiple daily injections for backup therapy while pump, which was under warranty, was scheduled for replacement, and customer was instructed on storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning malfunctioning pump with prepaid label.